Event description:
It was reported that delivery rate too low. There was no reported patient involvement.

Manufacturer narrative:
B3: month and year are known, day is unknown. It was reported that the delivery rate too low and issue was not confirmed. The reported issue was not confirmed by the technician, and the device will be submitted for functional and delivery testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.